Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event due to which patient faced hyperglycemia event. The patient replaced the infusion set and resumed insulin deliveries successfully after which the blood glucose level decreased. Patient experienced the symptoms of sweating, stomach discomfort, tingling sensation, nausea, and headache at the time of the event. No further information available.